Event description:
On june 24th 2025, fujifilm healthcare americas corporation was informed of an event involving ec-76or-v/l via medsun report, (B)(4) from FDA. It was reported that, during a colonoscopy screening for colorectal cancer, the physician realized that the big wheel part of the scope had broken midway through the procedure. The physician was still able to visualize and withdrew the scope. The scope was then used to retroflex in the rectum, and after the rectum was visualized, a perforation was noted. The scope was then changed out to an egd scope. The angulation control knob is broken on the device. The incident is being reported as the malfunction occurred during the procedure.

Manufacturer narrative:
Ref comp #: (B)(4).

Manufacturer narrative:
Ref comp # (B)(4). Update: the cause of the perforation is unconfirmed. Per the customer, the cause of the perforation is not known. The patient was discharged home after an inpatient ICU stay and surgical intervention of the perforation in the or. The purpose of the initial procedure, colonoscopy, was achieved after the scope was changed to the egd scope. Detailed investigation of the incident concluded that the control knob was hard to turn due to bending section assembly bsa spring coil stretched. Initial importer MDR 1000513161-2025-00023 is attached in this supplemental report (s1).